Manufacturer narrative:
The reported events were lead dislodgement and helix rotation issues. As received, a complete lead was returned in one-piece measuring 52.0 cm. Visual examination found the helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The helix extension length was measured within specifications. The cause of the reported event of helix rotation issues was isolated to the helix being clogged with blood/tissue. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead dislodged several times as it could not be fixed well on the atrium wall. The lead was removed and replaced. The patient was in stable condition.